Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) when lying in bed. The patient was seen in the office and no noise was observed when the physician manipulated the pocket or xyphoid location. Initially the physician assessed the shock as appropriate and requested review by boston scientific technical services (ts). Upon review ts noted the shock was inappropriately administered due to oversensing of noise. There was also a stored untreated event from five days after the shock due to oversensing of noise. Ts suggested further troubleshooting and an x-ray to assess the system. Ts also recommended programming changes